Event description:
(B)(4) I had a full hysterectomy due to this device. I had it for 7 years and had horrible problems for 5 of those years. I kept being told that it wasn't due to the essure, but I don't have any issues any longer. I had horrible pain and cramping. Terrible lower back pain. Constant body aches. I'd get weird rashes on my stomach and my legs. Horrible extremely heavy periods, and passed huge clots, that would last for 3 weeks at a time. I got bad headaches and I felt tired all the time. I also had bowel issues. Constantly bloated, and gained weight. I was at the emergency at least twice a month due to the extent of the bleeding and pain. Since having the hysterectomy a year ago, I no longer have any issues. Also found out that I had an overgrowth of tissue in my uterus and around my tubes, due to the essure.